Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain indications. The pt reported the original ins was implanted in january. When pt went to post op check the wound was open. Ins adhered. Hcp said to give it a few more days and they will take another look. Pt came back, they had so much drainage but they could not see the generator any more, it was like it was trying to heal but it had a lot of drainage. They put pt on antibiotics. Pt had a bunch of post op visits because it would not heal, it was extremely slow. One day at home clear fluid just poured out. Pt also noticed when implanted pt could feel the very edge of ins at first. Pt then noticed wherever it oozed, after drainage, it changed its position and it laid flat. Pt then figured they probably had a seroma. Pt talked to a surgeon at the va and they said 'you were probably right, you probably had a seroma the way it was drained'. It was trying to heal better. Ins was going back to position it was supposed to be in. They let it along, let it heal and everything was fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.